Event description:
Caller states that a patient reportedly received the following results on an inform meter, compared to lab results, within 10 minutes: 71 mg/dl (meter) and 18 mg/dl, 19 mg/dl (lab) patient was exhibiting hypoglycemic symptoms at the time of the readings. Patient was treated based upon symptoms (treatment type not provided). No actions taken based on device results. No adverse event reported. Caller states that strips used in the comparison had been stored with the cap off of the strip vial. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.